Manufacturer narrative:
(B)(4).

Event description:
It was reported that when opening the 5.5 mm footprint implant, it was evident that the green wire was not holding the anchor, therefore the anchor was loose, defective and the anchor could not be placed in this way. This was noticed after the case. A backup was available to complete the procedure with no significant delay or other complications. Patient's condition is stable. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The anchor and sutures are not attached to the device. There is a white residue on the handle of the device. There are no signs of physical damage on the anchor, sutures, or handheld device. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.